Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.

Event description:
It was reported that during implant procedure, it was not possible to screw the helix out of the lead tip. The lead was not used. No patient complications have been reported as a result of this event.